Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2401 is being used to capture the reported surgical intervention as a result of an unknown injury.

Event description:
It was reported that after a hydrogel spacer injection, the patient experienced a rectal wall infiltration. As a consequence, the patient's radiation treatment was delayed. Additionally, the patient underwent a bowel diversion. At the time of this report, the patient's status remains unknown.